Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site registered and were accurate superficially, but later during the case they became inaccurate by about 5 mm. The inaccuracy was superficially, in the same location they had verified accuracy previously. The site re-registered the patient and it was accurate. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: device serial number updated to proper value.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.